Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned to cpi following explant for normal battery depletion. There was no allegation against the ICD; however, cpi analysis found premature battery depletion.